Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged and was repositioned. On (B)(6) the lead had dislodged again and exhibited a sensing anomaly. The lead was explanted and replaced on (B)(6) 2013.